Event description:
It was reported that a system failure error occurred. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found outside of the housing dirty with dried fluid. Cracked bottom case by l-bracket and right plunger case. Tamper seal was broken. There was evidence of the error recorded in the event history log. The reported problem was not duplicated. The keypad was working as intended and the investigation was unable to determine the intermittent of the error. No fault was found. It was recommended that the keypad and keypad lens be replaced as a preventative measure. The root cause of the reported problem was unknown/undetermined as no fault was found with the device. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. D4: model number: 3500.